Manufacturer narrative:
Corrected fields: d4. Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) evaluated the unit and no fault was found. All parameters tested in maintenance mode were normal. The equipment has been delivered to the customer.

Manufacturer narrative:
Due to character restrictions in block e1 phone #: (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine equipment inspection, the cs100 intra-aortic balloon pump (iabp) monitor was shaking and distorted after powering on. After shutting down and restarting, the fault still existed. There was no patient involvement.